Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's mother stated that they treated her daughter's high blood glucose with insulin drip and was not on the insulin pump since. The customer's mother stated that they trying to use the insulin pump to treat her daughter's high blood glucose. The customer's mother also reported that her daughter experienced vomiting. The time of the hospitalization was 9:40 and the date of the hospitalization was (B)(6) 2015. The customer's mother stated that the high blood glucose began after a no delivery alarm. The customer's mother declined to perform high pressure test and tubing clamp was unavailable. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.